Event description:
It was reported that approximately 9 months post-operatively, imaging revealed a fractured es2 integrated blade screw at right-side l3. It was further reported that the patient was revised approximately one year post-operatively and that a portion of the screw was explanted, however the distal end of the fractured screw shank remained implanted in the patient.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.